Event description:
Information was received that this ancure endograft was recently explanted. According to the patient the reason for the explant was due to the graft's "poor design" and as a result the graft was difficult to remove.